Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: multiple lots were identified from the vendor lot, it is one of the following: item#: 01-7149, lot#: 894090. Manufacture date: jul 16, 2019. UDI: (B)(4). Item#: 01-7149, lot#:894180. Manufacture date: jul 16, 2019. UDI: (B)(4). One each of item# 01-7149 lot# 355862, item# 01-7149 lot# 324428, item# 01-9196 lot# 324112 were received and item/lot verified to complaint. Visual verification of fracture confirmed as well as bending of all three devices at what would appear to be the breaking points. Item# 01-7149 lot# 894090 and 894180- review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: tw drill 1.1x105mm 18mm stp cat# 01-7149 lot#355862, drill 1.5x50mm 22mm stp j-nt cat# 01-9196 lot#324112, distributor on behalf of facility. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2021 - 00162, 0001032347 - 2021 - 00164.

Event description:
It was reported the drill tip broke when the lower drill was made. Attempts have been made and additional information on the reported event is unavailable at this time.